Manufacturer narrative:
Philips service performed routine pm/service and restored functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a ups phase fault caused the system to fail detecting x-ray exposure on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.